Event description:
It was reported it was noticed "the catheter clamp on the cvc slips and does not fix" when changing the infusion on the patient. The catheter migrated. The catheter was fixed with the box clamp (sutured to skin), however, the catheter hub was not sutured to the skin. No patient harm was reported. A new catheter was placed. The patient's condition is "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported it was noticed "the catheter clamp on the cvc slips and does not fix" when changing the infusion on the patient. The catheter migrated. The catheter was fixed with the box clamp (sutured to skin), however, the catheter hub was not sutured to the skin. No patient harm was reported. A new catheter was placed. The patient's condition is "fine".

Manufacturer narrative:
(B)(4).